Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at 6:17am, he obtained readings of ¿286mg/dl¿ compared to ¿137mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected results of 30% or 30mg/dl obtained within 30 minutes. The patient reported using a combination of lantus and januvia to manage his diabetes. The patient reported on (B)(6) 2013, at 6:30am, he became sweaty, dizzy and hungry. The patient reported on (B)(6) 2013, at an unknown time he had less to eat or drink than usual. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. The patient¿s test strip vial was in good condition as well. However, a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged meter reading high, he was unable to control his blood glucose effectively and developed symptoms suggestive of hypoglycemia.